Event description:
It was reported by service report that the siderail was not locking in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail latch.